Manufacturer narrative:
Product surveillance contacted the caregiver on 11/20/09 to obtain additional information. The caregiver stated the following: there was just one cassette from the box that was noticed to have three pin holes on the back side of the cassette. The holes were noticed during setup and the sample was discarded. The occurrence date was unknown and no patient injury or medical intervention was reported. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Event description:
Same case as MFR report #: 2134265-2009-07078. It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with in-stent restenosis. The index procedure treated two lesions. The first lesion was a 90% stenosed, 3.0x15mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified balloon and the placement of a 3.0x28mm taxus express2 study stent. Post dilation was performed with an unspecified balloon resulting in 0% residual stenosis. The second lesion was a 90% stenosed, 3.0x15mm target lesion located in the left circumflex (lcx) artery. Treatment consisted of pre dilation with an unspecified balloon and the placement of 3.0x16mm taxus express2 study stent. Post dilation was performed with an unspecified balloon resulting in 0% residual and timi 3 flow. In 2009, at a follow up visit angiography confirmed a 25% restenosis of the mid lad and a 99% restenosis of the distal lcx artery. The pt had no ischemic symptoms. Reintervention in the 99% restenosed, 3.5x10mm lesion located in the distal cx artery consisted of ballooning resulting in 25% residual stenosis. The pt outcome was listed as "improved" the next month.

Manufacturer narrative:
If the sample or evaluation results become available, a follow-up report will be submitted.

Event description:
Baxter received an email in 2009. The patient's mother reported that they had an issue with one of the cassettes in the last shipment. When the mother set up the machine and primed it, she noticed fluid leaking from around the cassette. When she removed the cassette, she could see pin holes in the soft side of the cassette. There was no patient injury or medical intervention reported at that time.